Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the insulin pump's display was scratched. The customer stated they had a hard time reading the display as a result of the scratches. Customer's blood glucose was unknown at the time of the call. The customer stated the damage occurred from normal wear and tear. Customer declined to return the product for analysis.